Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was experiencing chest pain. The right ventricular (rv) lead exhibited short v-v intervals. The lead was reprogrammed and remains in use.